Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley shows no signs of arcing; however, it has a broken piece that measured roughly 0.162 x 0.052. The broken piece was not returned. Failure analysis investigation also found the following additional damages: one grip is bent, causing side to side misalignment of the grips. There is a .043¿ offset at the tips, indicating overloading at the tip. The edge of the distal pulley has an indentation and the surface has scratches. It has been concluded that the additional damages found were likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that da vinci si hysterectomy procedure, the cable on the pk dissecting forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.